Manufacturer narrative:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) will not power on anymore. They have tried swapping out the power supply, but the issue persists. There is no indication of power going through the display. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Telemetry transmitter model: zm-531pa sn: (B)(4). Telemetry transmitter model: zm-531pa sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) will not power on anymore. They have tried swapping out the power supply, but the issue persists. There is no indication of power going through the display. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the display for the central nurse's station (cns) would no longer power on. They tried swapping out the power supply, but the issue persisted. There was no indication of power going to the display. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) informed the customer that the display monitor they are using was a discontinued product. The customer ordered a new display monitor to resolve the issue. The device had been in service since 05/31/2014. A review of the history of the serial number identified no similar tickets. Based on the available information, a definitive root cause could not be identified. A possible cause of the issue is normal wear and tear of the display monitor. A definitive root cause could not be identified and the issue is related to a discontinued product. Additional information: b4 date of this report. D10 concomitant medical device. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the display for the central nurse's station (cns) would no longer power on. They tried swapping out the power supply, but the issue persisted. There was no indication of power going to the display. No patient harm was reported.